Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a 5fr 12cm triple lumen central venous catheter was found leaking through a crack at the port on (B)(6) 2018. The port was said to be locked after the crack was found and the other two lumens remained in use. The line was not replaced due to patient condition as the medical team determined the risk was greater than the benefit. The patient was being monitored for infection until the line was removed on (B)(6) 2018. Additional information provided by the customer stated the line was in use for a total of 27-days and no instrument was used to tighten/release the fitting. Unfortunately, device information is not available and is unknown. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. It is unknown what exact device was used in this incident. A search of purchasing records from the hospital for sets purchased by the hospital that contain triple lumen 5 fr 12cm abrm coated catheters is inconclusive. The hospital has purchased both (B)(4) and (B)(4) devices from several different lots within the past 3 years. Therefore, the lot number or exact tray/set used cannot be confirmed. Based on the returned device images, customer testimony, and the device failure analysis, the returned catheter is most likely a ut5.0-25-12-abrm-hc catheter. The complainant returned two catheters for investigation (one catheter with the reported failure and one without a reported failure). The complaint device was returned with 3 non-cook caps on the hubs. The catheter tip had been cut off. The remaining catheter shaft measured 7.2 cm. Biomatter present in and around all extension tubes, on manifold, on the hubs, on the clamps, and on catheter shaft. Blue hub had tape wrapped around it. The tape was removed, and a vertical crack in the hub was noted. The gate is on the wing opposite the crack in the hub. The hub is from cavity number 2. No other damage was noted to the device. A leak test was performed. White and red hubs did not leak. Small leak at the blue hub, and the blue lumen is occluded. All connections are secure. Investigators could recreate the reported failure mode. A non-complaint 5fr triple lumen catheter was returned for investigation. Attached to the catheter on the red and blue hubs were identical needless connectors with caps attached. The white hub had a needless connector with a sidearm attached. Visual inspection of the device concluded that there were no noted kinks to the device, biomatter was present all over the device, and there appeared to be no damage to the device with no noted cracked hubs. Sutures were noted to be attached to the suture wing. A leak test was performed on all hubs. The blue hub did not leak and visual inspection confirmed that there were no cracks on the hub. The white hub did not leak and visual inspection confirmed that there were no cracks on the hub. The red hub did not leak and visual inspection confirmed that there were no cracks on the hub. A tug test was performed on all lumens and their connections to the suture wing and/or hubs. Light force was used to confirm that all connections were secure. The customer reported that this device did not fail during use. This was confirmed during the device failure analysis. The device history record review could not be performed due to lack of lot information from the user facility. A search of complaint records for the complaint device lot was also unable to be performed as the lot number of the device was not available. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions ¿do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively... Catheter should not be used for long-term indwelling applications... If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately... How supplied ¿upon removal from package, inspect the product to ensure no damage has occurred. Supplier investigation the investigation found that the affected component is most likely supplied to the manufacturer from an external supplier. The manufacturer could not request a supplier investigation due to lack of lot information from the user facility. However, the manufacturer received a complaint for the a similar product experiencing the a similar failure mode. The supplier evaluation for that complaint stated, "the manufacturing lot details for the potential lots identified in this complaint were reviewed and did not reveal any manufacturing anomalies that would contribute to this failure mode. This failure is the result of forces more than the product capability being exerted on the fitting, resulting in a crack along the weld line. The source of the force can be attributed to the engagement depth of the male luer taper. Studies have revealed that repetitive access events increase the depth of the male luer taper with each event, inducing more stress on the female fitting. Weld line strength is a result of the material strength (design), wall thickness (design), and processing (manufacturing), in this strength of influence order." The complaint concluded that a cause could not be established. Because of the similarities between the referenced complaint and the current complaint, it is possible that the two events have a similar cause. The complaint was confirmed based on the returned device. However, a definitive conclusion for the cause of this failure mode could not be established. Measures have been initiated to address this failure mode. The supplier is supporting the manufacturer. In this process. We have notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information received since last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. (Patient/device code- cracked device caused the need for secondary procedure). Additional information b5, attached file. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [FDA_medwatch_mw5080490.pdf].

Event description:
Hhs/FDA sus mw5080490 was received on 29oct2018. This report stated the line was placed in the right femoral like of the patient and leaking was noticed from the blue hub. Due to the patient's condition, the line was left in place and the port was locked. A second line was placed in the left femoral line in order to provide patient care. The reported device is said to be a 5fr triple lumen central venous catheter.